Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined since no sample was returned for evaluation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
On (B)(6) 2014, the device was implanted via l-p shunt to the patient ((B)(6)male, i.y). After implantation, the patient had chronic hiccup. It was found by contrast radiography that the abdominal catheter came off and touched the patient¿s diaphragm. The enlargement of the ventricles was also confirmed. On (B)(6), 2014, reposition of catheter surgery was done and the abdominal catheter was placed in the abdominal cavity properly. The patient¿s condition improved.